Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. Hardware low level failure confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio, vibrate anomaly, absence of alarm not confirmed. No delivery alarm, occlusion - unknown timing not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm while self test during basal. Customer also stated that the insulin pump received insulin flow blocked alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.